Event description:
It was reported, "patient complaint that involved conmed electrodes used in conjunction with the act iii sensor. The cardiac monitoring enrollment period was scheduled for (B)(6) 2011 through (B)(6) 2011. The patient removed the device early. The patient called lifewatch services, inc., to report a skin irritation from the electrodes on (B)(6) 2011. The patient reported redness, rash, bumps, mucous in throat, heaviness in legs, headache, and blurred vision". Cleartrace ECG electrodes (catalog number 1700-005, lot number not available) were potentially utilized. The patient reported self treatment with hydrocortisone and prednisone. Per the patient no medical treatment was sought by the patient. Photographs were available of the skin reaction which included erythema the shape of the entire electrode and small areas of a raised rash. The electrodes were not returned to lifewatch services; therefore, the electrodes are not available for evaluation by conmed corporation.

Manufacturer narrative:
The cleartrace ECG electrodes were discarded by the end-user; therefore, an investigation on the suspect device cannot be completed. The lot number of the electrodes initially delivered is unknown therefore a DHR/lhr, device history record/lot history record, review cannot be accomplished. The patient stated in the patient survey that no skin preparation was done to the ECG sites prior to applying the devices. The IFU, instructions for use, instructs to, "shave excessive hair at electrode site. For oily skin, cleanse with alcohol pad and let dry completely before applying electrode. Prepare site with a brisk, dry rub. Avoid damage or abrasion of skin surface." There could be a multiple of possible causes for this complaint. One possible cause could be lack of skin preparation resulting in trapped solvents or oils under the ECG electrode. The IFU specifies that "the electrode site should be dry before electrode application. Trapped solvents can cause skin irritation and loss of adhesion." Furthermore, allergic reaction to gel component or adhesive could be a possible cause for this failure mode. The patient reported she has sensitive skin. She also reported that she had "exposures" at work a few years back that have caused increased sensitivities. She is discovering allergies by trial and error. The patient also reported she has asthma, reactive airway, and copd, (all a result of workplace exposures). The patient initially thought she was having a allergic reaction due to ragweed season and then discovered a skin reaction under the ECG electrodes. This reaction was self-treated with hydrocortisone (over the counter) and prescription prednisone. The patient stated she has a lot of allergic reactions and has prednisone on hand at home. She utilized this prescription prednisone for treatment of this incident. The patient also states that she never sought any medical attention from any medical professional or medical facility for treatment of the symptoms that resulted from this incident. With the exception of the rash, the patient's symptoms were reported as resolved within a few hours of the self-administration of prednisone. The root cause of the complaint cannot be conclusively determined at this time; especially without examination of the product. Biocompatibility documents noted that all skin contact substances are tested and are considered biocompatible for their intended use. Electrodes are tested for cytotoxicity, and, sensitization and irritation through iso testing. Thus, the likelihood of reaction due to manufacturing related issues is relatively low. Manufacturing defects were not identified within the evaluation; thus, no corrective action is recommended at this time. Conmed is considering this complaint closed. Never returned to conmed.